Manufacturer narrative:
The device has not yet been rec'd for eval. Should new relevant information be rec'd, a supplemental form will be completed. T:slim user guides indicates, pump is to be used with individuals 12 years or age and greater, patient is (B)(6).

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Customer had low blood glucose levels (approximately 60 mg/dl).